Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced. The site reported that the issue had not recurred. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a spinal fusion. It was reported that intra-operatively, the mobile view station (mvs) system shutdown suddenly without warning. The site had to reboot the system again. After a few minutes, while taking the patient information from the worklist server, the mvs shut down suddenly again. This happened five to six times. After a few tries, the system stayed on and the site was able to perform imaging. The procedure was completed using the imaging system and there was no reported impact to patient outcome. There was a reported delay to the procedure of greater than one hour due to this issue. The site reported that the green power on the led was on and when the system suddenly shut down, the monitor led switched from green to amber. The yellow system on light turned off when the shutdown would happen.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. The log investigation concluded that the shut down events were initiated due to system power off request ¿finalizing shutdown sequence with reason=power off.¿ the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.